Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise with patient arm movements. The noise was over sensing and led to pacing inhibition. Subsequently, the rv lead was sensitivity was increased. The patient was stable throughout.

Manufacturer narrative:
The right ventricle lead serial number is (B)(6), d4 and h4 updated.